Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. The seal on the packaging of a delivered pump was reported to be broken when the parcel arrived at the hospital and they required a replacement. Logs are not applicable. Product was returned and evaluated. The sticker label on one side of the pump kit packaging was broken. All other labels were intact. There were no other abnormalities found. Based on the returned product, the broken seal was on the outer packaging, meaning that the fm should be updated to "packaging issue" since sterility of the pump is not associated with the outer packaging. The root cause of the packaging issues was most likely a damaged label as confirmed on the returned product. D9 date device returned to manufacturer added. E3 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26769. G1 reporting contact name, address, and country were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26769. H6 medical device problem code 4008 was erroneously entered on the initial manufacturer device report number 1220648-2025-26769.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp pump was delivered with a broken seal. The customer would like a replacement. There was no patient involvement.